Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support while in the middle of a supply change because they were unable to secure the connector onto the device. The patient was advised to try using a connector from another box, after which the connector was successfully attached. The patient reported that blood glucose levels were not affected during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.